Manufacturer narrative:
. This device used for treatment and not diagnosis. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #819036 and #902026 is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 47.6 hrc and was found to be good. No ncrs were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Two compression forceps broke during a procedure performed on (B)(6) 2013. Surgeon was performing a first, second, third and fourth tarso-metatarsal joint procedure. The sc reported that both items broke on the left arm of the compression device. All broken fragments were retrieved. The procedure was successfully completed with no injury to the patient. There was no delay in completing the procedure. This is 1 of 2 reports for complaint (B)(4).